Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee surgery, the right tip of the blade broke at the cutting end. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results concluded that the blade showed signs of impact with metal. Significant contact with metal on the teeth (cutting end) of the blade was evident.the IFU (instructions for use) for the associated handpiece (7209-009-700 rev c) states "the stryker precision system is intended for use in the cutting and shaping of bone and other bone related tissue." The quality investigation is complete.

Event description:
It was reported that during a total knee surgery, the right tip of the blade broke at the cutting end. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.